Event description:
Additional information was received (B)(6) 2019: the angio-seal device did not deploy properly, there was leaking around the seal. The blood loss was less than 50ml. Part of device was left in the patient, however the patient did not require additional procedure to remove component. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additonal information the investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update the device evaluated by MFR and to provide the completed investigation results. One 6 fr angio-seal vip device was received for evaluation. The hemostasis sheath, carrier tube assembly, and bypass tube were returned. No other accessory components were received for analysis. Visual inspection revealed that there was no outward signs of damage or deformation on the hemostasis sheath. The deployment sleeve, which was in the rear lock position with the color bands fully exposed. The anchor on the carrier tube was exposed. The bypass tube was attached to the hub of the hemostasis sheath suggesting that the carrier tube was never mated properly with the hemostasis sheath. Microscopic analysis revealed that there was no deformation noted on the bypass tube. No other anomalies were noted. Functional testing was conducted. The bypass tube was removed from the hemostasis sheath and inserted over the carrier tube assembly. No gross anomalies were noted during insertion. Then, the carrier tube assembly was inserted into the sheath and the click sound was heard. The deployment sleeve was moved into the forward lock position, the anchor at a distal tip of the carrier tube to become further exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, is likely that the reported event occurred due to premature and accidental removal of the carrier tube assembly from the sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a patient had an angio-seal device deployed to the right groin in the cath lab. The angio-seal did not deploy properly and manual pressure was applied by the cardiologist. Additional information was received january 29, 2019: the procedure performed was a coronary angiogram using a 6fr cordis sheath.